Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an error 313 was confirmed but not reproduced during product evaluation. The root cause was not identified. No repairs have been performed due to the customer?s refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Additional information: this involved an unremediated infusion pump with user interface module master software version 5.01.00.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up med watch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 313, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement, injury or medical intervention. The software version is currently not known. No additional information is available.